Event description:
Report received on june 14, 2006 from distributor. "According to the report of the hospital, the doctor could not start wearing for the patient because, the patient's condition was slow in recovering. Therefore, the doctor looked into the patient's bronchus by bronchofiberscope and found burrow at the bifurcation of the trachea. The user used 56 cm directional trach care for the patient although they had 30.5 cm tracheostomy trach care as their stock. According to the general consensus of the hospital, they understand that trach care does not cause this incident. However, some doctors understand that trach care caused this incident." Patient injury and medical intervention reported, but no further information was provided. Kimberly-clark has no first hand knowledge of the allegations but is relaying the information received from outside sources pursuant to federal regluations. Product incident documented in kimberly-clark.

Manufacturer narrative:
Outside consultant provided the following narrative: "I have been asked for my clinical opinion of this product incident report. I have read the report. My comments are: mucosal tissue damage from suction of the airway is a well known and well documented hazard in the literature. There have been many cases reported of this type of damage. This type of damage can be caused by either open or closed suction catheters. This type of damage can also be caused by the bronchoscope itself. This type of damage occurs because of the technique of the caregiver, not the device itself. The instructions for use for the 56 cm directional tip catheter indicates that it is not for use with a tracheotomy. A 30.5 tracheotomy length catheters were apparently available at the time of this injury. My opinion is that this is user error or user mistakes (using the incorrect length closed suction system)."